Event description:
It was reported that the patient presented in clinic for follow up when post-sensed t-wave oversensing was observed. The patient received inappropriate high voltage therapy during oversensing. The device was reprogrammed and the patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.